Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of air bubbles in the extension tube was confirmed; however, the precise cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample terminated at the 47cm depth marking. No obvious usage residues were observed and the sample was unremarkable to gross inspection. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks; however, after charging the catheter with water and detaching the syringe, the water was observed to drip from the distal end of the catheter while the extension tube filled with air. No leaks were observed during sustained hydraulic pressurization. Microscopic inspection of the valve was unremarkable. Inspection of the aspiration valves revealed that one appeared unremarkable while the other appeared to be resting in an irregular position. During infusion from the distal end of the catheter the irregular valve did not open; however, it did open during aspiration from distal end. Following aspiration from the distal end of the catheter, the irregular valve remained open. The irregular aspiration valve appeared to be the cause of the observed valve malfunction. The sample will be forwarded to the manufacturing site for further evaluation. (B)(4) evaluation the complaint for ¿damaged valve¿ is confirmed according with the mentioned in microscopic evaluation and functional testing performed, the cause of this condition is manufactured related. Operator¿s awareness was performed and it was documented in the record training (B)(4). A lot history review (lhr) of rebn0815 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on return of the placement of PICC line, rinse of 20cc carried out on the PICC line, positive reflux. Significant bleeding at the puncture site was observed, dressing redone and finding air bubbles in the tubing. The infectiologist has requested the removal of the PICC line.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0815 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on return of the placement of PICC line, rinse of 20cc carried out on the PICC line, positive reflux. Significant bleeding at the puncture site was observed, dressing redone and finding air bubbles in the tubing. The infectiologist has requested the removal of the PICC line.